Manufacturer narrative:
Patient information was unavailable from the site. On 6/15/2017 a replacement instrument was shipped to site. No part has been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure an instrument was damaged. Surgery was completed with the use of navigation. No information was provided on the delay of procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was no reported delay to the procedure due to this issue.